Event description:
Storz cystoscopy camera: during surgical procedure, camera stopped working. Re-booted camera and digital imaging device with no results. Unable to fix camera at time of case and had to obtain another system -from another vendor- from another from to use on this surgical case.